Manufacturer narrative:
The insulin pump was received with dog chew marks. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the last night customer's dog chewed his insulin pump where the reservoir goes in and it was barely holding. The customer¿s blood glucose level was 136 mg/dl. The insulin pump will be returned for analysis.